Event description:
It was reported that, during the implant procedure, the lead exhibited high thresholds, no capture, high impedance, noise, and low sensing. The lead was removed. A passive lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.